Manufacturer narrative:
Patient weight is unavailable from the facility.

Event description:
It was reported that during a lead extraction procedure to remove 4 infected leads, a tear to the corotid artery occurred. Reportedly, the rv lead was removed with the use of a glidelight laser sheath and an lld device for traction. A sternotomy was required due to an injury to the lateral vein of the coronary sinus. This injury was repaired and the glidelight device was then used again. At this time, a tear to the corotid artery was identified. This injury was also repaired, and the patient outcome was good.